Manufacturer narrative:
The device history record (DHR) was not present in the documents transferred from the previous manufacturing plant; however during a system review it was determined that the product was released from the manufacturing facility to the distribution center. All process and test criteria are verified as complying with the finished product specifications for all released lots. There were no non-conformances or corrective actions found for this lot number. The sample was received at the plant for evaluation and it consisted of one palindrome catheter that presented signs of use (dirt, wear and yellowish color) and it was received cut. Visual inspection was performed and a hole was found on the joint of the catheter, below the hub. Functional testing was required. The sample returned was submitted to an underwater test and bubbles were detected; they were coming out below the hub, from the lumen which corresponds to the arterial extension. The lumen related to the venous extension did not show bubbles during the test. Manufacturing performs 100% visual inspection per procedure, 100% leak testing, and qa in process inspection; therefore a leakage would be detected during these processes. The device was implanted around last june to september and it functioned as intended for an undetermined amount of time. This is enough information to discard manufacturing activities as a potential root cause. As per the instructions for use (IFU), it is necessary to perform a visual inspection before using the device. Do not use the catheter if it appears damaged or defective. The catheter tubing can tear when subjected to excessive force or rough edges. Inspect the catheter frequently for nicks scrapes, or cuts which could impair its performance. Do not use acetone on any part of the catheter. Aqueous-based povidone iodine, exsept, hibiclens (chlorohexidine), amukin 50%, hydrogen peroxide, neosporin antibiotic ointment, bacitracin ointment, bactroban cream, isopropyl alcohol 70%, chloraprep can be used. Inter-mixing of these solutions has not been tested and is not recommended. With the available information, the most probable root cause could be considered that the leak may have occurred due to excessive force, sharp objects or due to an inappropriate use of cleaning agents. This failure mode is being addressed by a corrective and preventive action (CAPA). No additional actions are required. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a dialysis catheter. The customer stated that a pin hole was found at the y-connection (bifurcate) of the catheter and there was a slow leak at this point. The physician replaced the catheter with a new one. The patient was involved with no injury.